Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead was explanted due to pacing impedance measurements of greater than 2000 ohms. No adverse patient effects were reported as a result of this observation. The explanted lead was returned for analysis.

Manufacturer narrative:
Analysis of this lv lead is currently in progress. This event will be updated as additional information becomes available.

Manufacturer narrative:
Analysis of this lv lead was performed at our post market quality assurance laboratory. An initial visual inspection of the lead noted set screw marks on the terminal pin and ring. Electrical testing found a discontinuity near the lead's anode coil. Detailed x-ray analysis confirmed that the lead's anode conductor coil was fractured, just proximal to the suture sleeve portion of the lead. This event will be updated if any additional information becomes available.